Event description:
It was reported that the lead exhibited decreasing/low impedances. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It further was reported that the lead alert triggered, and the right ventricular (rv) lead exhibited low impedances on both the rv and superior vena cava (svc) coils. At a recent device changeout the impedance was within normal limits.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was capped and replaced.

Event description:
It was reported that the lead exhibited decreasing/low impedances. It was further reported that the lead continued to exhibit decreasing/low impedances, and also exhibited oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).